Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that there was an undetermined catheter leak around the meatus. No medical intervention was reported.